Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. The customer¿s blood glucose (bg) was 525 mg/dl with ketones. Reportedly, the customer was driven home by an acquaintance. Customer addressed bg level via correction bolus via pump.